Event description:
It was reported that the customer experienced high blood glucose levels and that she had issues with the sensors. The blood glucose reading was 574 mg/dl several weeks prior to the call. The customer also reported that the insertion site of the sensor was actively bleeding. She observed blood which was visible on the sensor connector. She stated that the insulin pump alarmed lost sensor and weak signal. She also observed a bent sensor cannula and noted pain at the infusion set insertion site, as well. She declined troubleshooting for the insulin pump. She was advised that the sensor would be replaced. Nothing further reported.

Manufacturer narrative:
Reliability analysis received two opened/used enlite sensors and performed testing. The sensor functioned properly. Also found both cannulas bent. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used. Inspected one introducer needle for burrs/hooks and dull needle tip defects and none were found. The introducer needle passed per specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.